Manufacturer narrative:
The reporter indicate that the a 13.7mm, tmicl13.7, -15.00/1.5/141 (sphere/cylinder/axis), implantable collamer lens was implanted, removed and replaced within the same surgery due to lens stuck in cartridge or injection system. There was no patient injury and problem resolved. In the reporter's opinion the device was the cause of the event, for cause details the reporter stated "lens did not release from plunger". H6- health effect- impact code: 4627 to 2199- previous code not applicable, patient did not require a corrective procedure to remove lens. H6- medical device problem code: 2993 to 3189- previous code not applicable, no adverse event occurred. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. No similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -15.00/1.5/141 (sphere/cylinder/axis), implantable collamer lens was implanted and removed because it got stuck to plunger and doctor felt it might have damaged it. No patient injury. Used backup. If additional information is received a supplemental medwatch report will be submitted.